Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D9: device availability ¿ additional. G3: date received by manufacturer ¿ additional. H2: additional information /correction . H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.